Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The returned probe was inspected, and no visible damage or connection issues were found. All tubing, connectors, and the probe manifold were intact and properly seated. When attached to the console, the system recognized the probe and showed normal light-emitting diode (led) recognition from both radio frequency identification (rfid) connectors. During testing on a console, the product successfully completed priming, tuning, and intraocular pressure (iop) calibration. The probe also passed its calibration sequence during priming. No error messages appeared, and no leaks or air bubbles were observed. Probe performance testing showed normal aspiration flow, proper reflux behavior, and the probe cutter actuated as expected in momentary vitrectomy mode. The probe functioned normally during evaluation, and the reported issue could not be reproduced. The investigation conducted a non-conformance review of the reported lot number. No deviation were identified that would have contributed to this event and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event as the product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint, therefore no action will be taken for this occurrence. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that actuation failure of the cutter occurred during the vitrectomy surgery. The surgery was completed after replacing the product with another one. The procedure type was unknown. There was no patient impact.